Manufacturer narrative:
The customer returned the suspected product for evaluation. An in-house testing was performed using the returned contour meter with returned and in-house contour test strips from lot 8kj3b01a, which gave satisfactory performance.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using an in-house contour meter with the in-house contour test strips from lot # 8kj3b01a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer obtained blood glucose readings of 20 mg/dl and 312 mg/dl at 6:41 p.m. And 6:43 p.m. Respectively on a contour meter. The customer had no symptoms of hypoglycemia, however, she ate fruits due to the low reading. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.